Event description:
It was reported that the patient heard "beeping" coming from the device. Follow-up with the clinic disclosed that the patient received one successful shock for ventricular tachycardia and one inappropriate shock for atrial tachycardia. Medications were added to the patient's regimen to better control the patient's heart rate and help avoid tachycardia. The device and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.